Event description:
A report was received that patient underwent a pocket revision due to skin erosion at the pocket site, leaving the ipg slightly exposed. The physician believed that the pocket was too shallow, so he repositioned the pocket. As the ipg was partially exposed, the physician decided to replace it. The patient was reportedly doing well post-operatively.